Event description:
During a ptca procedure, the guiding catheter kinked. As the guiding catheter was being removed, it moved to the left main coronary artery and a dissection occurred. Another MFR's balloon catheter was used to repair the dissection. The physician determined that surgery would not be performed. Pt status is listed as "ok."